Manufacturer narrative:
PMA/ 510k number= k142688. The complaint device, echo-hd-3-20-c of lot number c1188655 was returned for evaluation. The device was returned with the needle fully retracted in the sheath and the stylet fully in-situ. The sheath of the device was examined and no kinks were visible on the sheath. A slight ripple on the distal end of the sheath was noted as well as rubbing/friction markings (approx. 1.6cm to 7.5cm from the distal sheath tip) caused by the elevator of the scope. The stylet could fully be retracted and inserted without any issue. The needle could be fully advanced and retracted without resistance during the device evaluation. The advanced needle was examined and approx. 3.3cm of the distal needle tip was confirmed to have been broken off and missing. The broken-off piece of needle was not returned for evaluation. The customer complaint was confirmed as the device was returned with approximately 3.3cm of the distal needle broken-off. A possible cause of this complaint is that the distal needle tip kinked during use which in turn resulted in distal needle tip breakage upon removal of the needle from the lesion and fully detached when the device was taken out of the endoscope. The needle can kink/bend due to product handling during the procedure or specimen retrieval/preparation. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-3-20-c of lot# c1188655 did not reveal any discrepancies that could have contributed to this complaint issue. The instructions for use, ifu0077-3, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿.the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle broke on the third pass, the last 2-3 cm of the stylet was difficult to reinsert outside the scope after the previous pass but the doctor did not inspect the needle before reinserting it down the scope as he was able to fully insert it. Slow pull technique was used during the procedure. The target was a calcified tumour and the needle broke at the notch. A section of the device remains inside the patient's body. Tip of needle : 2cm approximately.